Event description:
Allergic reaction [hypersensitivity]. Case description: spontaneous report was received on (B)(4) 2012, from a physician regarding a (B)(6) female patient, initials (B)(6). The patient's medical history was not provided. On (B)(6) 2012, the patient underwent cesarean section and seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane, one sheet (2cm) was placed on uterine corpus. The lot number of seprafilm was not provided. On (B)(6) 2012, the patient recovered from the event of allergic reaction. Relevant concomitant medication was not provided. The intensity for the event of allergic reaction was moderate. The reporting physician assessed the relationship between seprafilm and the event of allergic reaction as possible. It was reported that concomitant oxytocin or timing of seprafilm placing was also possible causes of the event other than seprafilm.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.